Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
This correction is being filed to reduce the summary total from 2 to 1. Individual report 1060818-2023-07026 is the new individual report.

Event description:
Implant failed to osseointegrate.